Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection end of the tube" of a homechoice automated pd set with cassette was found to be disconnected. This occurred when connecting the device for peritoneal dialysis therapy. A new cassette was used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.